Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. Before use on the patient, it was reported that the problem of pulling off suture needle had happened before using on patient during surgery . Changed another one to complete the surgery. There is no report on patient's injury. Enclosed please find defect photo. No additional information could be provided. Upon visual assessment of the returned sample, it was noted that the needle was detached from the suture. The needle was examined, and the swage and attachment area were noted as expected; the barrel hole was examined under magnification and remnant suture was observed. The suture could not be dispensed since has began with the process of degradation. Since the sample was received open. The foil packet was visually inspected, and no holes could be observed during the evaluation. Furthermore, a photo was included. It depicted one foil, a paper lid, and a winding former with a detached needle and a suture for product code vcpy605. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. One winding former with a detached needle and a suture outside its foil packet. Product code y605. Upon visual assessment of the returned sample, it was noted that the needle was detached from the suture. The needle was examined, and the swage and attachment area were noted as expected; the barrel hole was examined under magnification and remnant suture was observed. The suture could not be dispensed since has began with the process of degradation. Since the sample was received open. The foil packet was visually inspected, and no holes could be observed during the evaluation. Furthermore, a photo was included. It depicted one foil, a paper lid, and a winding former with a detached needle and a suture for product code vcpy605. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Per the conditions of the returned sample, no conclusion could be reached as to what caused the suture degradation. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device tbmeqm / y605 batch number, and no non-conformances were identified.